Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant of the left ventricular lead, the stylet was unable to be removed. The lead was removed from the patient and stylet was then successfully removed. A new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.